Event description:
It was reported the x8-2t transducer had a break in the seam of the sheath creating a sharp edge. The transducer was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The service engineer provided the customer with information for a replacement to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. It was confirmed the area around the sensor had superficial, vertical scratches. It was determined the cause was likely a result of customer misuse. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.